Event description:
The pt underwent percutaneous transluminal coronary angioplasty. The cardiologist attempted arteriotomy closure with a prostart xl 8 fr pvs device. The needles did not present on deployment. The needles reportedly appeared bent on fluoroscopy and did not enter the barrel. Back down of the needles to their original position was not successful. The pt was sent for surgical removal of the device. Surgery was successful. The pt tolerated the procedure well and was in stable condition following the surgery.